Manufacturer narrative:
Additional information: product was returned. The spacer returned is missing ¿10mm of material from one side and is cracked beside the center post. A microscopic review on the fracture surface reveals a brittle fracture indicative of overload. The observations are consistent with overload, likely from overload while implanting.

Event description:
It was reported that during an unspecified spinal surgery the implant was broken during the surgery. The implant was used in patient and no fragment of the implant was remaining in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor images were returned.